Event description:
It was reported that during a procedure for treatment, the stent suture snapped. The string would not unravel when they tired to deploy the stent. It then snapped and the biopsy forceps had to be used to retrieve the end from the endoscope. Eventually it did unravel after lots of pulling and the stent deployed. It was reported that there were was no additional intervention and there were no complications for the pt.